Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was explanted after a short implant time, because of pacing threshold problems. The lead may have dislodged due to patient's anatomy, at the original implant 02/17/97, the physician had difficulty placing the lead.